Event description:
The customer reported being hospitalized due to diabetes ketoacidosis about a month ago. The blood glucose reading was around 300mg/dl. Troubleshooting was performed. The customer stated that the insulin pump alarmed motor error, and the device was exposed to an x-ray. The customer also mentioned that the infusion set is damaged, and the device has cracks at the corners above the screen. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.